Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-14649. It was reported that an asymptomatic patient presented with unsuccessful defibrillation threshold (dft) on the day of the initial implant ((B)(6) 2021). It was not confirmed to be a lead issue. Physician still chose to switch patient to fresh leads on (B)(6) 2021. The old leads were explanted and replaced. Dft was still unsuccessful after the procedure. An additional coil was added on (B)(6) 2021. The df-4 lead was also replaced with a df-1 lead due to the extra coil requirement. Dft was then successful. Patient was discharged after the second procedure.